Manufacturer narrative:
The device's life cell capacity was less than expected. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this patient had been scheduled for device replacement. However, the procedure was cancelled due to patient illness (fever). The monitoring voltage and charge time at that time was 2.39 volts and 12.3 seconds. The patient has now contacted the clinic to report that the device was generating beeping tones. The local representative asked about changing the date of the replacement procedure. Technical services suggested that the patient could perform a patient initiated interrogation (pii) to determine the reason for the beeping tones. The patient had been seen in-clinic and the device was interrogated. The device had triggered elective replacement indicator (eri) in (B)(6) 2010. The local representative determined that the clinic had not programmed off the beep-on-eri tones and the patient had not heard the tones until one week later.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. The device is undergoing detailed analysis to determine root cause.